Manufacturer narrative:
An event regarding dissociation between a head and unknown stem was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient product and patient information was provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per the surgeon, the patient's right hip was revised due to catastrophic trunnion failure. Cup remained implanted.